Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. The customer was treated with insulin pump. The customer did not report symptoms as a result of high blood glucose level. Customer stated that battery of insulin pump dead in the morning. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.